Manufacturer narrative:
(B)(4). The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.